Event description:
Boston scientific received information that this patient presented to the hospital with chest pain. Interrogation of the device showed extended charge times and a fault code 01. It was noted that end of life (eol) was triggered a couple months ago, and beeping was heard by the patient. In addition, erratic pacing was alleged. A request for review was sent to technical services. Technical services explained that the fault code is tied to the long charge times. In addition, performing two manual capacitor reforms were discussed, and if unsuccessful a device replacement was recommended. Technical services also noted that based on the monitoring voltage of the device pacing should be provided at a normal rate. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened] due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that premature battery depletion was alleged, and this device was explanted and will be returned. Upon return and analysis this investigation will be updated.